Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 409 mg/dl. The customer reported reoccurring no delivery alarms. The customer did not complete troubleshooting was unable to remove the infusion set. The customer was advised to change the entire infusion system. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.